Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the pump powered on to a blank display screen due to an unrelated error to the initial allegation. The investigation into an alleged inaccurate delivery issue could not be performed as a result of the unrelated failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl. The alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.